Event description:
It was reported that a user experienced hyperglycemia and stated they had been receiving too much insulin for regular meals and had attempted to reduce it, and troubleshooting and education were completed with no alerts or alarms reported. Symptoms included elevated blood glucose. Outcomes included no reported long-term impact. Investigation included user interview and troubleshooting with education. Investigation of this case revealed no device alarms or malfunctions were identified and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.